Manufacturer narrative:
The tower movement can be immediately stopped by a user by releasing the movement button. The reported issue was resolved at the concerned site by replacing the panel and correcting the connections. A supplemental report will be submitted if additional information becomes available. Internal ID# (B)(4).

Event description:
Siemens became aware of an incident that occurred on the luminos agile max unit. The radiologist lost control of the digital imaging tower (dit) and crashed it into the patient exam chair during a clinical procedure (modified barium swallow). According to the provided information, the patient table was tilted to 90 degrees, and the chair was located between the table and the dit during the incident. It was determined that the collision guard should have prevented the crash, however, the internal circuitry had not been installed correctly. No injury to the patient or the user was communicated in this case.

Manufacturer narrative:
The issue was investigated in detail. The investigation at the customer site showed that the safety switch of the collision guard was not plugged in. Instead, the jumper plug for movements in a service situation (without collision cover) was plugged. Also, the collision guard cover on the other side of the digital imaging tower (dit) was checked and it was properly connected. This workmanship error was resolved at the concerned site by siemens local service. The installation instructions "luminos agile max sw version vf10 and vf11" (xpd1-325.812.03.06.02 / 02.21), chapter 4 "installing the unit base and dit" were checked and it was found that the correct installation procedure is described and, therefore, no changes to the instructions are needed. Following system installation, service engineer must perform final inspection checkup of the whole system including proper function of the safety switches at the dit (see step 15 in xpd1-325.835.03.06.01). No similar issues have been reported from the field.